Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and replaced all tip clamps and cleaned plunger clamps and tip clamp sleeves in the problem area of the pipetter assembly. The instrument was inspected, tested without further problem, and returned to service.